Event description:
Lost power with alarm. Pf error code. Ther was no injury.

Manufacturer narrative:
The device was evaluated and the source of the problem was determined to be the dc/dc converter (ic9) on the pc1618 board. The number of failures of this component is very low.